Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water leakage from the channel, peeling off the coating on the insertion section, control body (including switches) cracked/damaged, bending rubber damaged metal not protruding, instrument channel blockages/restrictions, defects of universal cord/ video cable and adhesive of distal end or bending section was chipped or peeling off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis lucera elite bronchovideoscope coating was found peeling off. Upon inspection and testing of the customer returned device, the coating of the insertion tubing/serpentine tube was found peeling off (1 mm, 2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/ reinstruction on how to handle the device including usage environment. Olympus will continue to monitor field performance for this device.